Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (locking holding sleeve-long for matrix, part number 03.616.043, lot number unknown). The returned instrument was examined and it was observed that the thread tip was found to be cracked but intact. The associated outer sleeve was not returned with the inner-shaft therefore the lot number could not be identified as it is not etched on the device. The associated screws were also examined and in each instance, the inner threads of the drive recess showed signs of wear consistent with use (worn finish). Each of the screws was able to be retained by a known functioning matrix holding sleeve. The matrix locking holding sleeve-long (03.616.043) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. The locking holding sleeves (03.616.042 and 03.616.043) are alternate instruments where are noted in the matrix 5.5 technique addition. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s silver knob clockwise until it is fully engaged. Once fully engaged the green locking ring can be engaged by depressing towards the silver knob. Relevant drawings for the returned device were reviewed: holding sleeve and screws. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A definitive root cause was not able to be determined; however, the holding sleeve failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a posterior lumbar fusion at l5-s1 was performed on (B)(6) 2016. While implanting a screw using a locking holding sleeve, the head of the screw stripped. The surgeon attempted to implant another of the same screw, but it was also stripped. It was found that the distal threads on the inner sleeve of the locking holding sleeve were stripped. The same outer sleeve was reused and the inner sleeve was replaced. During implantation, the distal threads on the second inner sleeve and the head of the new screw stripped. There were no fragments generated. The procedure was successfully completed using another device and new screws, with no patient harm and a two (2) minute surgical delay. This is report 2 of 2 for (B)(4).